Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. With blood glucose of 684 mg/dl. The customer's current blood glucose unknown. Troubleshooting was done for high blood glucose and under delivery. Customer reported that auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.